Event description:
Patient reported left rupture but later clarified rupture was in right implant. Un-reporting rupture for left side. Patient additionally reported left side pain and "inconspicuous indentation". Healthcare professional later reported left capsular contracture baker grade ii and seroma. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side device rupture diagnosed by ultrasound. Device remains implanted.

Event description:
Patient reported, left rupture. But later clarified, rupture was in right implant. Un-reporting rupture for left side. Patient additionally reported, left side pain and "inconspicuous indentation". Healthcare professional, later reported, left capsular contracture, baker grade ii. And seroma. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to confirm, as it is a medical event. Not related to the device visibility/palpability: unable to confirm, as it is a medical event. Not related to the device. Seroma-late: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: white particles in the surface of the device. Deformation observed, in the device.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: contralateral side rupture.

Event description:
Patient reported left rupture but later clarified rupture was in right implant. Un-reporting rupture for left side. Patient additionally reported left side pain and "inconspicuous indentation". Healthcare professional later reported left capsular contracture baker grade ii and seroma. The device was explanted and replaced.